Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test and accuracy test were performed and the reported issue was duplicated. The pump's dosing was not accurate enough and too high. It was determined that the cause was due to the expulsor. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, and g4: 510k are unknown

Event description:
It was reported that the pump exhibited a flow issue. It is unknown if there was patient involvement, no adverse patient effects were reported.